Event description:
Pt went aystole and pacemaker did not provide output. Patient is ok, nurse present when incident occurred. Additional information indicated no adverse outcome and uf did not feel that a medwatch form was necessary.